Manufacturer narrative:
The t:slim g4 user guide states that the alarm notifies the user that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm in the morning. The customer stated that there would be pump interaction prior to going to bed an upon waking up in the morning. The customer thought that there was some interaction with the pump within the 12 hour time period. The customer's blood glucose level was 144 mg/dl. Tandem technical support reviewed the pump history and found that the customer had not interacted with the pump prior to receiving the auto-off alarm. The customer was to monitor how and when there was pump interaction.